Event description:
Additional information received indicates that the product was not returned for evaluation, however, a log file review was conducted, and an investigation was completed.

Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. H3: findings/root cause: the reported complaint was confirmed via log files as occurring however was unable to be duplicated during testing. Inspiration block was installed into a bv test unit and calibrations and testing were performed according to service manual procedures. Assembly was found to be performing to specification. Customer settings were duplicated via log files at time of alarms occurring, no issues were observed during operation. Vyaire medical's failure analysis team was unable to confirm or duplicate the customer's reported issue. The unit under test was tested and found to function normally.

Event description:
It was reported to vyaire medical that "no o2 was detected." And has happened intermittently over the past couple months. Found instances of tf 388 alarm (no o2 dosing possible) and tf 271 (o2 supply failed) on august 1st while device was in use on a patient. The device was on a patient, but no patient harm occurred.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other: at this time, the suspect device has not been returned for evaluation. There was no there was no reported patient involvement. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.